Event description:
It was reported the device wouldn¿t power up. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; programmer powered up and interrogated with no fault found. Analysis found the display drops due to the lower display hinges. (B)(4).